Manufacturer narrative:
The results of this investigation concluded cusp 3 contained a tear. There was fibrous pannus ingrowth on the inflow surface of all cusps and the outflow surface of cusp 1. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tear were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 21mm trifecta valve was implanted secondary to aortic regurgitation. Post-operatively the patient was monitored every 3 months without symptoms. On (B)(6) 2015, the patient presented to the hospital with shortness of breath and a tee found aortic regurgitation at the location of the non-coronary cusp. On (B)(6) 2016, the 21mm trifecta valve was explanted and at explant a tear was noted along one stent post adjacent to the nadir of the non-coronary and right coronary cusps. A 21mm non-sjm tissue valve was implanted. As the patient was weaned from bypass, a tee confirmed a pvl at the left-right coronary commissure of the newly implanted valve. The patient was returned to bypass and a tear between the rcc and lcc was confirmed and surgically sutured.